Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, user experienced issues while trying to log in. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user experienced login issues. A technical support specialist (tss) advised the customer to contact hospital information technology team (hit) to unlock the user account. The customer confirmed the action, which led it to resolve the lockout issue and restore access. The system functioned as intended after the technical support specialist assisted the customer

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user experienced issues while trying to log in. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.